Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter displayed inaccurately erratic (high) results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter started reading erratically high on the morning of (B)(6) 2018, when he obtained alleged inaccurate blood glucose results of ¿252, 195 and 161 mg/dl¿, performed within 20 minutes of each other, and later ¿152, 79 and 61 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with a combination of novolog insulin and metformin oral medication. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He reported that during the evening of (B)(6) 2018, he became ¿sweaty¿. He stated that he drank gatorade to treat his symptom. He denied using any other device to test his blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps and confirmed that control test had not been manually selected. He also confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Sweaty, after obtaining alleged inaccurately erratic blood glucose results on the subject meter and following his normal diabetes management routine.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.